Event description:
This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain lower ("lower abdomen - pain"), defaecation urgency ("urgency of bowel movement") and syncope ("fainted") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of pruritus ("lower abdomen - itching/upper abdomen - itching"), the first episode of hyperaesthesia ("lower abdomen - more sensitive to touch"), arthralgia ("hips - pain/hips - tenderness"), joint swelling ("hips - swelling") and the first episode of muscular weakness ("hips - muscle weakness"). In (B)(6) 2015, the patient experienced headache ("head - pain"). In (B)(6) 2015, the patient experienced groin pain ("groin - pain"), muscle spasms ("groin - muscle cramp"), myalgia ("groin - aching muscles/ for back - aching muscles/ hips - aching muscles") and back pain ("back - pain"). In (B)(6) 2015, the patient experienced feeling of despair ("feeling of despair") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced personality change ("personality change"). In (B)(6) 2017, the patient experienced musculoskeletal disorder ("legs - reduced movement"). On (B)(6) 2019, the patient experienced pallor ("head - pale appearance"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criterion hospitalization), defaecation urgency (seriousness criterion hospitalization), syncope (seriousness criterion medically significant), the first episode of abdominal tenderness ("lower abdomen - tenderness"), the second episode of muscular weakness ("lower abdomen - muscle weakness/upper abdomen - muscle weakness/back - muscle weakness"), the second episode of abdominal pain lower ("lower abdomen - abdominal cramps"), frequent bowel movements ("bowel movements more frequent"), abdominal pain upper ("upper abdomen - pain/upper abdomen - abdominal cramps"), the second episode of abdominal tenderness ("upper abdomen - tenderness"), decreased appetite ("less hungry than usual"), the second episode of pruritus ("upper abdomen - itching/ leg itching/ chest - itching"), the second episode of hyperaesthesia ("upper abdomen - more sensitive to touch/ legs - more sensitive to touch/ chest - more sensitive to touch/back - more sensitive to touch"), swelling ("groin - swelling"), premenstrual pain ("premenstrual pain"), pain in extremity ("legs - pain"), peripheral swelling ("legs - swelling"), feeling cold ("legs - feeling cold"), musculoskeletal chest pain ("chest - tenderness"), chest pain ("chest - pain"), muscle tightness ("chest - muscle tightness"), premenstrual headache ("premenstrual headache"), dizziness ("dizziness / light headed"), alopecia ("whole body - hair loss"), procedural pain ("operation site - pain"), nausea ("feel like vomiting"), agitation ("agitated"), anxiety ("anxiety / feeling anxious"), restlessness ("restless"), stress ("stressed"), asthenia ("loss of energy"), lethargy ("feeling lethargic"), insomnia ("difficulty sleeping"), poor quality sleep ("restless sleep"), fatigue ("tiredness"), amnesia ("cannot remember new things"), libido decreased ("sexual desire decreased"), memory impairment ("forgetful"), disturbance in attention ("can't concentrate"), confusional state ("confusion"), neglect of personal appearance ("self neglect"), impaired self-care ("difficulty caring for myself"), crying ("crying"), aggression ("aggression"), anger ("anger / angry"), irritability ("irritable"), nightmare ("nightmares"), snoring ("snoring") and rash pruritic ("legs - itchy rash"). Essure treatment was not changed. At the time of the report, the defaecation urgency, syncope, the last episode of muscular weakness, the last episode of abdominal pain lower, frequent bowel movements, abdominal pain upper, the last episode of abdominal tenderness, decreased appetite, the last episode of pruritus, the last episode of hyperaesthesia, swelling, premenstrual pain, groin pain, muscle spasms, myalgia, pain in extremity, peripheral swelling, musculoskeletal disorder, feeling cold, musculoskeletal chest pain, chest pain, muscle tightness, back pain, arthralgia, joint swelling, premenstrual headache, headache, dizziness, pallor, alopecia, procedural pain, nausea, agitation, anxiety, restlessness, stress, asthenia, lethargy, insomnia, poor quality sleep, fatigue, amnesia, libido decreased, memory impairment, disturbance in attention, confusional state, neglect of personal appearance, impaired self-care, personality change, crying, feeling of despair, mood swings, aggression, anger, irritability, nightmare, snoring and rash pruritic had not resolved. The reporter considered abdominal pain upper, aggression, agitation, alopecia, amnesia, anger, anxiety, arthralgia, asthenia, back pain, chest pain, confusional state, crying, decreased appetite, defaecation urgency, disturbance in attention, dizziness, fatigue, feeling cold, feeling of despair, frequent bowel movements, groin pain, headache, impaired self-care, insomnia, irritability, joint swelling, lethargy, libido decreased, memory impairment, mood swings, muscle spasms, muscle tightness, musculoskeletal chest pain, musculoskeletal disorder, myalgia, nausea, neglect of personal appearance, nightmare, pain in extremity, pallor, peripheral swelling, personality change, poor quality sleep, premenstrual headache, premenstrual pain, procedural pain, rash pruritic, restlessness, snoring, stress, swelling, syncope, the first episode of abdominal pain lower, the first episode of abdominal tenderness, the first episode of hyperaesthesia, the first episode of muscular weakness, the first episode of pruritus, the second episode of abdominal pain lower, the second episode of abdominal tenderness, the second episode of hyperaesthesia, the second episode of muscular weakness and the second episode of pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of product technical complaint. After company internal review this case was upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.